Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress.

Event description:
It was reported that after one day after implantation of an intraocular lens (iol) into the eye, the patient presented with intense inflammation and thick fibrotic tissue around the lens. The patient was referred to a retina specialist and treated with frequent steroids. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon¿s opinion, the most likely cause of the event is an atypical presentation of tass. Additional information was requested, but not received.

Manufacturer narrative:
Updated b5, g3, h2, h6 and h11. The device was not returned. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined.

Event description:
Additional information was received. The iol was explanted and another iol was implanted with sutures. Additional information was requested, but not received.

Event description:
Additional information was received. A lens of a different model was implanted. The patient has severe keratoconus and required corneal sutures as a result to close the incision properly. The tass has resolved after treatment.